Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported to customer support that the patient passed away due to peritonitis. Upon follow up, the pdrn stated the patient was initially seen in the outpatient pd clinic on (B)(6) 2023 for symptoms of abdominal pain, cloudy pd effluent and nausea. The patient had a pd culture obtained which grew the bacteria species acinetobacter. The patient was initiated on intra-peritoneal (ip) antibiotics (medication not provided) on an outpatient basis. Per the pdrn, the patient¿s symptoms were not improving and was advised to go to the hospital, but the patient refused. Subsequently, on (B)(6) 2023, the patient passed away. The pdrn stated the patient was not connected to the cycler and was not in pd treatment when they expired. Details surrounding the death were not provided and it was stated the patient was found deceased by the patient¿s contact in their home. The pdrn stated there were no fluid leaks or any issues with fresenius products in relation to the peritonitis event. The pdrn stated the peritonitis was related to breaches in infection control in the patient¿s home/during pd treatments. Moreover, the pdrn stated the death was not related to fresenius products and provided the death was due to several underlying medical issues including peritonitis, cancer and other unspecified health issues. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.